Manufacturer narrative:
The insulin pump had intermittent act and up arrow button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. All operating currents were within specification and no unexpected battery alarms were noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a button error alarm during bolus and was not sure how it occurred. Customer also reported to have received a failed battery test and up arrow key was not responding. Customer's blood glucose was 305 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.